Event description:
Reporter alleged obtaining a discrepant blood glucose result of 52 mg/dl on a neonate using the inform system compared back to back with a result of 34 mg/dl on the lab system when testing was performed within 10 minutes. Reporter indicated that the neonate was treated based on the lab result over 20 minutes to 1.5 hours later, but did not provide how the neonate was treated. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.